Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart error test. The insulin pump was monitored and functioned properly. No error alarms were noted. The insulin pump had an alarm in the history file due to corrupted history files. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple error alarms after an unexpected restart. It was stated that the customer had not been wearing the insulin pump since may. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.